Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sensor irritated the patient's skin at the bottom of the left foot. The customer reported that it left a dark marking on patient, which persisted about one to two weeks and skin was red.